Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The circumstances that led to the "non function" of the implanted device was the patient tripped over their small trampoline in their tv room and fell. The fall didn't hurt them, but their implantable neurostimulator (ins) stopped functioning; they couldn't clarify what the "non function" issue was. The cause of the "non function" issue was the patient tripped and fell. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was removed on (B)(6) due to ¿non function¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va17qya, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The "nonfunction" issue was first noticed when they tripped on their small trampoline bouncer leg. The patient doesn't know the return status of their implantable neurostimulator (ins). The ins was not given to the patient after their healthcare provider (hcp) removed it. Patient said they were left with two inches of copper wire in their sacrum which was clarified as the lead wire. They feel that the hcp did it when they wanted to try a different frequency. The hcp was pressing their patient programmer (pp) back and forth until the patient told them to stop it. Now, the patient has to find a surgeon to remove it because the hcp couldn't remove it; the patient doesn't know why the hcp couldn't remove the lead. No further patient complications have been reported as a result of this event.